Event description:
Pt received numerous shocks. Upon interrogation, the device would not communicate. The ICD was explanted due to pt a few weeks later. The death was reported to be from low blood pressure caused by chronic heart failure.

Manufacturer narrative:
(B) (4): battery depletion was confirmed and resulted from the numerous delivered shock therapies. The device was explanted due to pt death on (B) (6) 2009, due to low blood pressure caused by chronic heart failure. Conclusion: upon reception, it was confirmed that the device could not be interrogated and all the leds of the telemetry head were off; no pacing pulses were present on the outputs; no anomalies were observed concerning the ICD-leads connections; review of the provided data confirmed that the device delivered an important number of shocks at max energy over a very short period (157 shocks delivered between (B) (6) and (B) (6) 2009); it was reported that the pt had an atrial fibrillation history and confirmed that these treated episodes were more likely af events with a rate above the programmed limit; a simulation of the longevity of the device confirmed that in these particular conditions (165 shocks at 34j delivered in 1.5 month): the end of life indicator (eol) will be reached on (B) (6) 2009 with a battery voltage continuing to fall down very quickly under the minimum functional value within the next following days, this explain why the device could not be interrogated on (B) (6) 2009; battery depletion was confirmed and resulted from the numerous delivered shock therapies, the device performed as expected; the returned unit is retained in the returned storage area.